Event description:
The air mode was being used to preheat the omnibed incubator while awaiting the infant's return from surgery. When the infant was placed in the omnibed, the bed was not put into baby mode. This caused the omnibed to maintain an air temperature of 41.7 degrees c (107 degrees f). This elevated air temperature resulted in an increase of the infant's axillary temperature.